Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the system upgrade, the physician tried to reposition the right ventricular (rv) lead due to an increased threshold since the original implant. The helix would not extend, and when removed would not extend on the table. Another lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. It was noted that the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage. Dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting.this is not a lead failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.